Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned in its deployed state with no anomalies noted (deployed post procedure). There was damage/kinking noted to the delivery catheter. There was damage/kinking noted to the distal tip of the stabilizer. There was damage and unraveling to the braid of the delivery catheter at the distal end. During the functional inspection the delivery catheter was flushed and there was friction noted during removal of the stabilizer due to the damage noted. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent failure to deploy was not replicated during analysis, as the stent was deployed post procedure, however the damage noted to the device is consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when continued to deliver a stent along with guidewire and when the stent reached the location the operator deployed the stent but the delivery pole was not able to be pushed. Additional information received indicates that dsa showed ba lower section severe stenosis (70%). The device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The device was returned and the delivery catheter was found to be kinked causing friction during analysis, there was some kinking to the distal end of the stabilizer. The distal end of the delivery catheter was broken with exposed braiding. Based on the device analysis it can be concluded that the stent delivery system experienced difficulties in passing through the stenosed vessel and during the attempt to deploy the stent, causing the reported difficulty to deploy the stent and the subsequent damage noted to the delivery system. An assignable cause of procedural factors will be assigned to the reported event of the stent failed/unable to deploy and analyzed damage of stent delivery catheter kinked/bent, stent stabilizer kinked/bent, stent delivery catheter broken/fractured during use, and stent stabilizer/catheter friction, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) delivery catheter was unraveling at the distal end. No clinical consequences were reported to the patient due to this event.